Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was going to be on an impella 5.0 for mechanical circulatory support. The impella was inserted through the guide wire, however it was not possible to move forward near the anastomotic site of the graft, and it became impossible to insert it more, so the procedure was aborted. No further information is available.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. Therefore, the root cause of the delivery issues cannot be determined.